Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During testing of the product, it was reported that the driver was not disengaging from the screw. This did not cause patient injury or delay, as this was found during testing of the product and was not during a procedure.

Manufacturer narrative:
(B)(4). An investigational layout on relevant features was performed on both drivers, and all dimensions were within the tolerances on the print. Based on the associated DHR, it was determined that the products were made to print and left conforming. As the screws which would not easily disassociate from the drivers were not returned with the drivers, no functional check could be performed, and thus the complaint could not be confirmed. The 3.5 mm hex driver is used during treatment, as the surgical technique for the 3.5 mm hex driver states that the "stepped tip securely holds hex slot to protect against screw loss." After the epiphyseal and metaphyseal screws are inserted, the 3.5 mm hex driver is used to ensure that "both screws are definitively tightened and fully seated into the plate."